Manufacturer narrative:
Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). Also been updated accordingly.

Event description:
Additional information received that the lead was being revised (replaced) as it had migrated and was no longer effective. Stimulation was still there, but in a different location. No impedances were recorded prior to lead removal.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0210781181, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a snapped lead upon revision. It was noted that the lead snapped upon explantation. No factors noted to have led to the event. Troubleshooting was noted as x-ray guidance to find remaining piece of lead. Interventions/actions noted as larger cut made, found remaining lead, and explanted it. It was noted that a larger cut down was required and a longer then desirable operation time. The issue was noted as resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.